Event description:
During surgery, a 1.1 mm l150 threaded guide needle, used to pass a 3.0 mm hcs screw, broke and could not be removed from the patient's bone. The specialist expressed no concern, stating that it served as a support along with the other screws that were placed, did not cause a delay in the surgical time, and did not affect the patient since it was made of steel, like the rest of the implanted screws. Procedure was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.